Event description:
It was reported the system had intermittent workstation lockup, no boot and save operation failed messages. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.